Event description:
Clinical study. It was reported that 284 days after a coronary artery drug eluting stenting procedure the pt underwent a target vessel reintervention (tvr). The lesion being treated in the index procedure was a bifurcated, 2.6mm, 85% stenosed portion of the mid left anterior descending (mid lad) artery. The physician treated the lesion with direct placement of a taxus express2 8.8% 2.50x12mm drug eluting stent in the target lesion. There were no complications. The patient was discharged the next day on plavix and aspirin. Two hundred eighty-four days after the initial procedure the pt underwent a tvr with balloon angioplasty of the 1st diagonal. The pt was discharged the next day. In the opinion of the physician the relationship of the tvr to the taxus stent is probable. There was no restenosis of the taxus stent.